Event description:
It was reported the bronchovideoscope had a b30 scope communication error code during set up. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the imager had no image due to the scope connector was found with heavy corrosion inside the plug unit. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause was traced to component failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope had a b30 scope communication error code during set up. There were no reports of patient harm.